Manufacturer narrative:
The returned sensor was evaluated. During inspection, the sensor failed continuity testing due to an open in cable on the white conductor, along the length of the cable. When tested with known good lab equipment a ¿sensor off patient" error message was displayed.

Event description:
The customer reported intermittent readings and no readings. No consequences or impact to patient were reported.